Event description:
Caller reported a minimum fill notification but stated that their blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on it. Caller initially faced difficulty removing the pump from the case and reloading the initial cartridge, which did not resolve the issue. However, after loading a new cartridge onto the pump, the problem was resolved, and caller successfully resumed insulin delivery.